Event description:
Prior to a lap chole procedure, the device would not activate. The generator made a flat sound once the device was assembled but, it did work when hand activation button was turned off and the foot pedal was activated. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use." The batch history records were reviewed with no anomalies noted during the manufacturing process.